Event description:
The customer reported the waste fitting on back of their act diff2 instrument broke and leaked unknown quantity of bio-hazardous waste onto the counter. The waste could contain blood, controls, clenz, diluent or lyse may have leaked from the waste tubing. The customer was wearing personal protective equipment (ppe) consisting of a lab coat only at the time when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. It is unknown if the customer reviewed msds or if the facility has a risk management/exposure control plan in place. Customer technical service recommended to the customer to use personal protective equipment before troubleshooting the leak. The customer will attempt to bypass fitting until service can replace the broken waste fitting. On (B)(6) 2012, a field service engineer (fse) found the interior waste tube fitting had fallen off behind the vacuum pump at the rear bulkhead and leaked waste. The fse assembled the fitting back together to resolve the issue. The fse ran startup, reproducibility and controls, which fall within specifications. The cause of the event, was the internal waste tube fitting that came loose from the rear bulkhead and leaked waste.

Manufacturer narrative:
(B)(4).